Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were diminishing r-waves over time. The lead remains in use. No patient complications have been reported as a result of this event.